Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal fusion t herapy for stenosis. It was reported that during a spinal procedure the driver tip broke under torque while the surgeon was upsizing a loose screw from a prior surgery. Hard bone quality was noted during the procedure, which contributed to increased pressure on the screwdriver. The broken tip of the driver was removed and discarded, and no fragments remained in the patient. No treatment or additional surgery was required and no patient complications or symptoms have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.